Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. The contact successfully reloaded the cartridge and insulin delivery was resumed. The customer's blood glucose (bg) level was 400 mg/dl. Reportedly, the contact was unsure how much insulin to give to the customer to address bg level. The contact would call their healthcare provider on instructions of what to do. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.